Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had recurring insulin flow block alarm. During troubleshooting it was found that insulin was not reused, mixed, expired or denatured. The tubing was not kinked or bent. Customer had tried different cannula length and avoided inserting into areas with scarred tissue. Customer had tried all troubleshooting steps but insulin flow block alarm persisted. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.